Manufacturer narrative:
A supplemental MDR is being submitted due to medical records findings. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. Was explanted and replaced with a surgical valve. The reason for the explant is unknown at this time. In this case, the cause of the valve thrombosis at 1 year and 2 months post tavr could not be confirmed; however, it is possible that it may be due to patient factors. There was no allegation or indication a device malfunction contributed to this adverse event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported approximately 1 year and 2 months post implantation of a 23mm sapien 3 valve in the aortic position via the transfemoral approach the valve was explanted and replaced with a surgical valve. Upon review of medical records, the patient was hospitalized for symptoms of shortness of breath (sob). Echo showed high aortic gradients and a cta was performed showed hypoattenuated leaflet thickening (halt) of the tavr valve as well as a large left atrial appendage thrombus on the watchman. The patient was treated medically. A CT revealed aortic valve thrombosis and a thrombosis formation on the existing left atrial appendage implant.

Manufacturer narrative:
Device was not returned to edwards for evaluation. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 23mm sapien 3 thv 1 year and 2 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 1 year and 2 months post implantation of a 23mm sapien 3 valve in the aortic position via the transfemoral approach, the device was explanted and replaced with a surgical valve. The reason for the explant is unknown at this time.